Manufacturer narrative:
(B)(4).

Event description:
The manufacture representative reported the lead was infected and removed. The stage 2 implant was performed the day prior where a new lead and a battery were placed on a contralateral side. The patient was doing well.